Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, an emergency room doctor called for assistance with the patient's insulin infusion device. He stated the patient had just been brought in and was unresponsive and wearing the device. He wanted information on how to stop the device. When given directions, he turned the device on, so he believes the device was in stop when the patient was brought in. On follow up with a nurse the next day, she stated the patient was found unresponsive by a neighbor and brought in. She said he was diagnosed with diabetic ketoacidosis and, when admitted, the patient's blood glucose reading was 1367 mg/dl. He was treated with an insulin drip and is currently at 93 mg/dl which is within his target range. She said he has been taken off of the insulin drip and is now on lantus. She stated the patient has been admitted to ICU and is "so confused" he wasn't available to speak. On further follow up on four days later, the nurse stated the patient is still in ICU and unable to be talked with as "he is still pretty confused". Further attempts to contact the patient were unsuccessful. No product was requested to be returned for evaluation.